Event description:
The customer reported that all of the insulin in the reservoir spilled out during fill tubing. The customer stated that the insulin was not squirting out, but had formed a puddle. Blood glucose level at the time of the incident was not provided. The customer stated that she had a low blood glucose level earlier that she treated with juice and ice cream. The customer declined troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.